Event description:
It was reported that the caller experienced a cgm error. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided pump reset information and guided the caller through the process. After the pump reset, the cgm error did not reappear, and the caller successfully restarted their sensor session.